Manufacturer narrative:
The lens was returned dry, in a case/vial. There was clear surgical residue/debris on product. Visual inspection found the haptic broken. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.5/+4.5/076 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op uncorrected visual acuity (ucva) was 20/25.